Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, returned main coil was noted to be partially protruding the distal end of a catheter. The catheter was noted to be severely stretched. The main coil was noted to be stuck in the catheter and could not be removed. The main coil protruding the catheter was noted to be kinked/bent. The main coil protruding the catheter was noted to be stretched with strands of suture visible. Functional testing was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the coil was advanced slowly and gently without applying excessive force, and no torque was given where advancing the delivery wire. Based on the information provided, it is likely that the subject coil got tangled with the other coils in the aneurysm during placement and during attempts to pull the coil back with the microcatheter, both the coil and the catheter got stretched. The subsequent kinking and suture damage likely occurred once the coil was jammed in the stretched catheter and was pushed/pulled against resistance. An assignable cause of procedural factors will be assigned to the as reported /as analyzed main coil stretched, device interaction with another device'; to as reported patient medical or surgical intervention required; and to as analyzed main coil suture damage, catheter, coil jammed, main coil kinked/bent in this complaint since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the procedure, physician was placing the subject coil and while repositioning, it got tangled with the coils already placed in the aneurysm and got stretched. Physician tried to remove the whole setup but the microcatheter was also stretched and ultimately physician used a snare device to remove the subject coil. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, physician was placing the subject coil and while repositioning, it got tangled with the coils already placed in the aneurysm and got stretched. Physician tried to remove the whole setup but the microcatheter was also stretched and ultimately physician used a snare device to remove the subject coil. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.